Event description:
Procedure: ovarian cyst surgery. According to the reporter: the metallic component on the sponge-block lever detached, so it was impossible to keep the sponge in position while using device. It was necessary to change device with a new one. There were no patient injuries reported.

Manufacturer narrative:
Date initial report sent: 12/12/2007.